Event description:
It was reported by the nurse practitioner that after interrogating the device of the patient, there was a low output and high lead impedance message. Chest and neck x-rays have been ordered and a referral was sent to the ent. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
The explanted generator was returned for product analysis, however this was not the suspect device. Product analysis for the generator was completed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery, 3.008 volts as measured during completion of the final electrical test, shows an ifi=no condition. It was found through the data of the generator that the high impedance occurred prior to the date it was found. There were no performance or any other type of adverse condition found with the pulse generator.

Event description:
Implant and warranty card for the patient was received indicating they received a full revision. It was indicated that the explanted lead was not available for return.